Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was overdue for a refill. The pt was "not getting great pain relief." The pump was being replaced due to end of service. During the replacement, the catheter was found to be fractured. Both the pump and catheter were then replaced. The pump was used to deliver morphine.